Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose was below 40 mg/dl. The customer stated that after drinking milk the blood glucose went to 85 mg/dl. Customer reports the message from the auto mode readiness wait to calibrate. The customer was treated with the glucose. The troubleshooting was offered for the low blood glucose. The device will not be returned for analysis.